Event description:
According to the reporter: the customer reports that prior to use, the tip of the trocar was broken, and that during tests before use, the balloon didn't inflate.

Manufacturer narrative:
(B)(4).